Event description:
Rec'd info stating customer rec'd an occlusion alarm. The customer's blood glucose level was impacted. Reportedly, the customer would press "resume" on the pump instead of changing the cartridge, tubing and cannula after the alarm occurred.

Manufacturer narrative:
Add'l reported info indicates that the customer has had no further alarms to report. No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.